Event description:
The haptic of an aq2010v model lens was damaged while it was being inserted. It was not noticed until after it was implanted. The lens was removed with no patient injury or event. It is unknown if the lens or delivery system malfunctioned.